Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to de-clot a fistula in the upper arm using an indigo system catd aspiration catheter (catd) and non-penumbra sheath. During the procedure, after making several passes using the catd, the physician noticed there was no flow in the aspiration tubing. The physician then injected contrast through the catd; however, there was no contrast flow upon reviewing the imaging. Therefore, the physician removed the catd and found it to be broken in half into two pieces. It was also reported that the distal end of the catd broke off in the patient. Therefore, the physician used a snare device to retrieve the distal end of the catd. The procedure was complete using a lytic catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the sales representative on (B)(6)2020: 1.section d. Box 4. Lot#, 2.section d. Box 4. Expiration date, 3.section d. Box 4. Catalog#, 4.section d. Box 4. UDI, 5.section h. Box 3. Device returned to manufacturer, 6.section h. Box 4. Device manufacture date, 7.section h. Box 6. Reason for results codes, 8.section h. Box 6. Reason for conclusions codes h3 other text : placeholder.

Manufacturer narrative:
Results: the returned catd was fractured approximately 14.0 cm from the hub. The device was kinked approximately 1.0 cm, 42.0 cm and 48.0 cm from the hub. The device was ovalized approximately 45.0 cm from the hub. Conclusions: evaluation of the returned catd confirmed a fracture. If the device is forcefully torqued and manipulated against resistance, the device may become fractured. Further evaluation of the device revealed kinks and an ovalization. This damage was likely incidental to the complaint and may have occurred during removal from the patient or packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder